Event description:
It was reported that the patient had complaints of fatigue. Microdislodgement of the right atrial lead was observed. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.